Manufacturer narrative:
Correction: refer to d4-lot code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. Both the broken segments were returned for evaluation so as per the event, "drill bit remaining inside the patient" is not confirmed. The device inspection revealed the following: the received drill shows signs of intense usage and typical characteristics of a brittle fracture. The drill was found to be broken from the shaft region. The flutes appear blunt and deformed. The breakage surface confirms brittle fracture, while the edges have permanent deformation indicating towards a forced usage under immense torque. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation the root cause was attributed to a user related issue. The breakage of the drill happened due to combined torsional and bending overload evident by the breakage surface and plastic deformation on the edges. The flutes of the drill were also significantly blunt. Under such a situation, the drill encounters a lot of stress which leads to a sudden breakage (brittle), as in this case. If any further information is provided, the complaint report will be updated.

Event description:
Drills broke during medical procedure and remain in the patients bone.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Part of device is implanted; other part unknown.

Event description:
Drills broke during medical procedure and remain in the patient's bone.